Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported the hospitalization due to diabetes ketoacidosis. This is the second hospitalization within the last two months. The blood glucose reading at the time of the event was 452 mg/dl. Customer experiencing nausea and vomiting. Hospital treated with manual injection. The current blood glucose reading is 279 mg/dl. Nothing further reported.